Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation.

Event description:
Medtronic received information that immediately following implant of this transcatheter bioprosthetic valve, moderate paravalvular leak (pvl) was noted. Subsequently, an additional transcatheter bioprosthetic valve was implanted, valve in valve, to provide additional radial force. It was reported that the patient's annulus was larger than the recommended range. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.